Manufacturer narrative:
(B)(4). Concomitant medical products: unknown taper neck cat#ni lot#ni, unknown liner cat#ni lot#ni, unknown cup cat#ni lot#ni, unknown stem cat#ni lot#ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00405.

Event description:
It was reported by patient¿s legal counsel that the patient underwent a right total hip arthroplasty. Legal counsel further reports the patient underwent a revision procedure approximately 9 years later for unknown reasons. It was noted the head and taper neck were removed and replaced. No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.